Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the cable on the instrument was noted to be frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the proximal clevis hub. The frayed strands were sticking out the wrist. No other cables were damaged and there were no other damages to the instrument found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.